Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of sealing without pressing the button. Upon closer inspection, the fuse switch, an internal component of the unit, was observed to be misaligned. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the misaligned fuse switch. Correction: h6 (device code) is being updated to "4712 - relay/switch" based on the results of the evaluation.

Event description:
Procedure performed: lap. Appendixmucocele. Event description: [translation]. The handpiece triggers sealing without pressing the button, from the beginning. So without pressing a button, the sealing started. Alarms sounded in between then a new handpiece was opened and used without problems. Additional information received by applied medical representative via email on 24mar23: it occur unprompted when the device was not being used to seal tissue. After several attempts they changed the device. Yes, they received generator alarms, but nobody can describe which alarm. It was a new handpiece! No need to clean! Intervention: the procedure went normally with another device. Patient status: no patient harm.

Event description:
Procedure performed: lap. Appendixmucocele event description: [translation] the handpiece triggers sealing without pressing the button, from the beginning. So without pressing a button, the sealing started. Alarms sounded in between then a new handpiece was opened and used without problems. Additional information received by applied medical representative via email on 24mar23: it occur unprompted when the device was not being used to seal tissue. After several attempts they changed the device. Yes, they received generator alarms, but nobody can describe which alarm. It was a new handpiece! No need to clean! Intervention: the procedure went normally with another device patient status: no patient harm.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.